Event description:
Note: this report pertains to one of three devices used during the same procedure. Associated manufacturer report #3005099803-2012-02635 and #3005099803-2012-02636 pertain to the other devices. It was reported to boston scientific corporation that a lynx system was implanted into the patient. According to the complainant, the patient experienced injuries (specifics unknown). All other information, including the patient's current condition, is unknown and reportedly unavailable.